Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a 35 volt failure. A 35 volt failure would result in a vent shutdown and loss of ventilation. No patient involvement reported.

Manufacturer narrative:
Become aware date (B)(6) 2016 the field service engineer (fse )confirmed the reported problem. The fse replaced the power management pcba (printed circuit board assembly) to resolve this issue.